Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of tubing defective / damaged could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was damaged. The following information was received by the initial reporter with the following: it was reported by customer that they arrived at patient's bedside for assessment to discover lipids leaking at the site of the alaris module. Lipids were stopped, lipid line was changed and the line was discovered to have a small hole just below the blue plastic part that hooks to the top of the module when inserted (in the more flexible part of the tubing that goes into the alaris pump). Line was bagged in a biohazard bag and given to educator. Alaris pump was wiped with kintec wipe and lipids were resumed with new line without issue.